Manufacturer narrative:
Citation: eduardo da silva eli, júlia jochen broering, david ernesto timaran, et al. "Long-term outcomes of embolization of type ii endoleaks." J vasc bras. 2016 jan-mar; 15 (1): 11-15. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that 11 patients treated for type ii endoleaks, required intervention. However, only 10 patients underwent a second procedure. The mean follow up time from first embolization to re-intervention was 5.5 months. Two of these re-interventions did not achieve total resolution of the endoleak during the procedure. Of the total 41 procedures conducted most common material used was the onyx 18. The mean age of patients was 75 years (interquartile range = 68-82 years). There were 27 were men and 4 were women. The mean follow up time from aaa repair to intervention for treatment of type ii endoleaks was 14 months. (Iqr = 8.5-30.5 months)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.